Manufacturer narrative:
An eval of the devices cannot be performed as the device was discarded and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt / event as: MFR# 9616680-2011-00616.

Event description:
Pt reported to have stepped / fallen in a hole. After a sudden noise with pain instability in operated knee occurred. Several examinations were undertaken: x-ray, CT. Etc. On (B)(6) femoral part and bearing was changed to scorpio-ps. Exact trauma date unk. Approx. (B)(6) 2010. Study not device related.